Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Ultimately, on 03/06/2026, during troubleshooting with tandem clinical support, the pump was replaced and reportedly the customer would continue to use the pump for insulin therapy.